Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-45, lot# v140532, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v140532, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was in overdischarge again. A physician-mode-recharge was recommended to be done to see if the ins was at end-of-service (eos). The reporter indicated that the patient was brought out of overdischarge in the past. It was stated that the patient did not charge the ins at home, and that it was "definitely" in overdischarge. No further information was provided.

Event description:
It was reported that the patient was having coupling and/or communication issues and a device overdischarge was suspected. The last time any stimulation was felt was over 12 months ago and the last time the patient charged was three years ago. It had been several years since the patient used stimulation. It was recommended to perform a physician mode recharge (pmr) and it was noted that it may take several attempts to bring the device back. The physician, patient, and manufacturer representative attempted three pmrs with no success while at the physician's office. The patient went home and performed two additional pmrs over two days with no success. Manufacturer representative suggested meeting with the patient for a day of pmrs, as the device still had about 4-5 years left depending on the length of overdischarge, or possibility of removing the device, as the patient wanted a prime cell battery all along and never liked recharging. After four attempts, the patient did not have a charge and was deciding whether to replace or attempt again. If additional information is received, a supplemental report will be submitted.